Event description:
Internal report no: (B)(4). Event took place in (B)(6) and has been reported to (B)(6) authorities. User's narrative: the needle is broken itself. The 6 cm of the needle stayed in the pt.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. According to the investigations breakage of the needle results from improper use/off-label use. Warning indications in the instructions for use refer to how to avoid the cannula breaking. This info is being submitted to comply with the requirements of 21 cfr 803. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed. Results: as a result of the available data, we assume that the sprotte cannula has been bended massively while the cannula was located in the introducer. In doing so the cannula has been pressed against the grinding at the end of the introducer, which caused the break of the cannula. The incident is merely due to user error than device failure.